Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the keypad buttons had become progressively more unresponsive. It was noted that the rubber had become torn over the entire keypad and had occurred after the tactile changes began. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn below the ok button and between the up arrow and contrast buttons; all of the button contacts were exposed. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast buttons were found to be intermittently unresponsive; the down arrow and ok button responded appropriately. There was evidence of contamination found under all of the keypad contacts. Unrelated to the complaint, evaluation revealed a discolored and faded display screen, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.